Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when his bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The customer had noticed that the cannula had pulled from the site on the third day of pod wear, four hours after his bg levels began to rise. However, it is unk how frequently the site was checked. A review of lot qualification records was performed and the lot was found to have passed the acceptance criteria.

Event description:
The customer's bg levels began to rise (to 232mg/dl) the third day after the pod was placed. A high bg of 285mg/dl was experienced and a correction bolus was administered. Despite the bolus, his level rose to 344mg/dl an hour-and-a-half later. A second correction bolus was administered and the pod was removed. When going to remove the pod, he noticed that the "cannula had come out." The pod will not be returned for eval.